Event description:
It was reported that the ventilator's nurse call was not alarming when it should be. No pt harm reported.

Manufacturer narrative:
Testing by the manufacturer is ongoing. A follow-up report will be forwarded upon completion of the investigation.